Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was dislodged. This occurred after the procedure. Therefore, hemostasis was achieved with less than thirty minutes of manual compression. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The deployer was a certified and trained in the use of the mynx device. The procedure type was interventional coronary procedure and a retrograde approach was used. The stick location was at the femoral artery. Contrast/imaging was used to confirm the balloon placement. The deployer did not over-tamp and maintained the tension on the catheter while tamping. There were no multiple sheath exchanges. A procedural sheath greater than 7f was not used prior to introducing the mynx. The user shuttled down completely. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the procedural sheath pulled back against the shuttle. The advancer tube was engaged to the tamp lock. The sealant was not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event and no visual damages or anomalies were observed. The condition of the returned device indicates an incomplete removal step of the device. The balloon catheter was not withdrawn through the advancer tube. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. A product history record (phr) review of lot f1922603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The sealant was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, the user not following the mynx instructions for use (IFU) may have contributed to the reported event. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen .failure to hold the advancer tube in place and/or a proper position of the tamping tube not being maintained during the catheter removal, may cause the sealant to be dislodged from the vessel wall. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1922603 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was dislodged. This occurred after the procedure. Therefore, hemostasis was achieved with less than thirty minutes of manual compression. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. The deployer was a certified and trained in the use of the mynx device. The procedure type was interventional coronary procedure and a retrograde approach was used. The stick location was at the femoral artery. Contrast/imaging was used to confirm the balloon placement. The deployer did not over-tamp and maintained the tension on the catheter while tamping. There were no multiple sheath exchanges. A procedural sheath greater than 7f was not used prior to introducing the mynx. The user shuttled down completely. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. Other additional procedural details were requested but were unknown.